Event description:
It was reported that patient presented in ER with complaints of syncope. It was noted that an supraventricular tachycardia episode coincided with the syncope. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.